Event description:
It was reported that non sustained right ventricular oversensing (nsrvo) determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes and continued monitoring was recommended.

Event description:
New information received notes no programming changes had been made though recommendations were saved for future appointments in clinic. The patient was just being monitored. There were no reported patient complaints or consequences.